Event description:
The surgical fiber was given to an ams sales rep. By the customer with an unknown failure mode. The procedure was reported to have been completed using a second fiber. There was no patient injury reported.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture distal to fiber/cap fusion zone at to the bevel edge; the distal end of the glass cap/fiber is detached and not returned; the metal cap is detached and not returned; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibited moderate devitrification at the output window location; the fiber shows moderate contamination, likely biologic; the outer flow tubing shows signs of melting. The potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.